Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for uurge incontinence and urina ry/bowel dysfunction. It was reported that they were trained while under anesthesia, and after the surgery, they experienced a sore throat and bruising on their arm. They were unsure how they were treated during the procedure. The patient expressed a desire to have the device removed. They also mentioned that the therapy was turned off, which they only discovered today. As a result, they wet their pants during an appointment yesterday. The patient was very frustrated during the call. The agent redirected the patient back to their healthcare provider to further address the issue. Patient reported unknown symptoms.